Manufacturer narrative:
Continued h.6.: health effect: impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported, left side recalled implants. Healthcare professional, later reported, "intracapsular rupture". "Capsular contracture", baker grade unknown. And "device malposition". The event of ¿fibroadenoma¿ is not device related. Device was explanted.